Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified tracing to the device malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the nozzle. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 6/26/2025.